Event description:
Distributor in france reported breakage of a bioabsorbable screw during attempted insertion. Surgeon reported that all pieces were retrieved from the joint with no injury to the pt. Situation resulted in only a short delay to the case.